Event description:
The manufacturer received information of an unusual leaflet behaviour observed on a perceval plus sutureless aortic biopresthesis, pvf-s implanted for isolated avr on (B)(6) 2023 through right anterior thoracotomy. Reportedly, at the intra-operative echo check, one of the valve leaflets appeared to open with difficulty leading to slightly increased gradients. It was reported that it seemed there was a raphe between the non-coronary leaflet and the rcc one. No anomalies were observed in the closing phase, with no central leak reported; no pvl was observed. As per additional information received, no malfunction or unusual aspects of the valve were observed prior to implant and no difficulties were encountered during the collapsing phase, which was performed using perceval mics accessories, or during valve positioning. No malpositioning or mis-sizing were identified on the implanted prosthesis. It was reported that patient's annulus didn't present any abnormal geometry and it was confirmed that a thorough decalcification of the annulus was performed prior to perceval implant. Reportedly, the increase in surgical time due to this event was negligible since the decision to keep the valve in situ was readily taken, and there was no impact on the patient. Based on the additional information received, patient had severe aortic stenosis, moderate aortic regurgitation, and tricuspid aortic valve. Patient had hypertension, and no other comorbidity. It was isolated avr done minimally invasive. After 1 month, patient was asymptomatic, max gradient 21 mmhg, med gradient 12 mmhg, with no regurgitation.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model # pvf-s, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacture¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. Since the device remained implanted and was not accessible for further investigation, the definitive cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Furthermore, it was reported that ''no malfunction or unusual aspects of the valve were observed prior to implant''. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer received information of an unusual leaflet behavior observed on a perceval plus sutureless aortic biopresthesis, pvf-s implanted for isolated avr on 23 october 2023 through right anterior thoracotomy. Reportedly, at the intra-operative echo check, one of the valve leaflets appeared to open with difficulty leading to slightly increased gradients. It was reported that it seemed there was a raphe between the non-coronary leaflet and the rcc one. No anomalies were observed in the closing phase, with no central leak reported; no pvl was observed. As per additional information received, no malfunction or unusual aspects of the valve were observed prior to implant and no difficulties were encountered during the collapsing phase, which was performed using perceval mics accessories, or during valve positioning. No malpositioning or mis-sizing were identified on the implanted prosthesis. It was reported that patient's annulus didn't present any abnormal geometry and it was confirmed that a thorough decalcification of the annulus was performed prior to perceval implant. Reportedly, the increase in surgical time due to this event was negligible since the decision to keep the valve in situ was readily taken, and there was no impact on the patient.

Manufacturer narrative:
H3 other text : still implanted.